Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons had sticking on occasion prime or rewind. Customer¿s blood glucose level was unknown. Customer stated that making noises rewind was slower if battery not full will be to rewind more than once a couple of times as well as multiple no delivery alerts and screen had scratched only and hard to read in bright light. Troubleshooting was not performed. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify failed battery alarm, rewind anomaly, button keypad anomaly and lost sensor alarm due to blank display. Device received with minor scratched lcd window.(B)(4).